Manufacturer narrative:
The consumer is a medical doctor. The case was sent to the manufacturer for investigation. The investigation is ongoing.

Event description:
The consumer reported false negative results with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer began to experience symptoms of covid-19. She had a fever. On (B)(6) 2022, at approximately 4:00 pm, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, at approximately 8:00 am, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, at approximately 8:00 am - 9:00 am, the consumer performed a pcr test and the result was positive. The type of test was not provided. The consumer believed the positive pcr result was correct. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).